Event description:
A clinical incident involving a turbovac 90 arthrowand with integrated cable was reported to arthrocare corp. Following a shoulder bursectomy procedure, it was reported the tip of the wand had detached. The surgical site was flushed, however, the fragment was not found in the irrigation fluid. An x-ray of the pt's shoulder was taken and the fragment was not detected. It is unk if the fragment remains in the pt's shoulder. There are no reported complications.

Manufacturer narrative:
The device was returned for investigation. A visual examination and functional testing of the device was performed. The visual inspection confirmed the screen had detached and extensive electrode/screen wear was confirmed. The functional test of the wand confirmed the wand activated properly in saline and the suction line was found to be function. The functional testing confirmed the device was returned in a functional condition. The root cause of the tip detachment was found to be due to excessive electrode wear. In addition, a review of the device lot history record was performed and all device specifications were met. Arthrocare has included in the instructions for use for the device the following warning: "this wand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force, which may result in bent or detached electrodes." And "excessvie wear of electrodes may result from vigorous use against bony surfaces."